Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended. The patient underwent an implantable pulse generator (ipg) replacement procedure. Patient was doing great postoperatively. Unable to return product due to hospital disposing.